Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01jul2025 has been used as a placeholder. D4, g4: model number is not sold in the us but similar device is sold under model 46100-83. This product was used for the di, product code, and 501k. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a cath lab kit for industrial drug supplies, USA, that experienced air in line during infusion. The reporter stated that they have faulty manifold/syringes introducing air in the system. The problem occurred during infusion during injecting coronaries. The type of procedure was cardiac catheterization. The issue was not detected prior to direct patient use. The length of time the product was in use was 30 minutes. There was no serious injury/death nor blood loss. No chemo leak nor unprotected chemo exposure. No medical/surgical intervention required. The device(s) was changed out/replaced with no further problems encountered.

Manufacturer narrative:
Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history could not be reviewed due to the unknown lot number.